Event description:
It was reported from (B)(6) by the vad nurse that the patient experienced high power. It was also reported that it is suspected that this patient may have not taken her medication as instructed. No other information is available at this time. Investigation is still in progress.

Manufacturer narrative:
The patient was admitted into ICU and received agatroban. The patients current condition and values are back to normal and patient is stable. The pump remains implanted and is not available for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported high power was confirmed via review of the controller log files which revealed an increase in power consumption and multiple high watt alarms. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Patient comorbidities, clinical and pharmacological factors including this patient's noncompliance with prescribed medications is an identified contributor to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Pump remains implanted.